Event description:
It was reported that on (B)(6) 2013, the doctor was implanted a long term catheter via subclavian vein and used the line to secure the catheter. The operation was successful. On (B)(6) the nurse found that the blood leakage from catheter's y type when the patient was going to hemodialysis at hospital. The doctor checked and had to extraction the catheter and change a new one.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexb0347 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rexb0347) have been reported from one (B)(6) facility.